Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v823874, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the stimulation was traveling down the patient¿s leg making them unable to walk and causing leg pain so the implantable neurostimulator (ins) and lead were removed on (B)(6) 2017 and replaced on (B)(6) 2017, but they would not be returned because the customer discarded them. The issue was resolved at the time of the report and the patient was noted to be alive with no injury.